Event description:
It was reported that during a da vinci si surgical procedure the robot did not recognize the monopolar curved scissors (mcs) instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house is13000 system, the system successfully recognized the instrument, showing zero uses left, and displaying an instrument was expired message. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. Engineering was unable to replicate the recognition issue. Engineering also found the distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .250 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage may have been caused by mishandling/misuse. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures less than 0.350. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.